Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired five days later. It was reported that the death occurred due to exposure of the products administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date is not known and is estimated based on the reported info.